Event description:
At the initiation of a routine phacoemulsification procedure, the dr detected a metal flake entering the eye. The handpiece was removed and placed into a test chamber where it was irrigated. A second flake was noticed flowing from the tip. The tip was replaced and the case was continued without further incident.

Manufacturer narrative:
H3: evaluation summary: metallurgical analysis was performed on a fragment that was returned along with the ultrasonic phaco needle. The results of the analysis revealed that the particle was composed of titanium. The exact origin of the particle is unk.